Event description:
It was reported that the patient had shocking intermittently at an unknown location. The patient had a car accident two years prior to the report. It was noted that it may be related but the patient was unsure. A replacement was planned for later in (B)(6) 2014. No diagnostic testing or troubleshooting was performed but would be in the future. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient was seen again and there was a 50 percent or greater symptom reduction. Impedance test were done and all were within normal limits. The patient was doing well and receiving effective therapy. The patient thought that it was likely positional changes when she had it set at very high amplitudes and will not try tinder it lower to see if that helps.